Event description:
The customer reported to olympus, the rigid video scope, image is green. The issue was found during reprocessing. The intended procedure is laparoscopic surgery the facility finished the procedure with the same one. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was evaluated by the by repair center, followings are the results; the color of the image was green due to defective cable unit, the video cable was damaged and scratched; the protector was wrinkled; the connection between the bottom of the inner sleeve and the video cable was rusty and could not be decomposed; the light guide lens was worn; the outer tube had indentation, the charged coupled device unit defective. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report was submitted to provide the conclusion of the investigation from the legal manufacturer. Also, to correct section h3 and an update to the physical evaluation. The device evaluation was updated, and olympus found the scope displays a green colored image defect, which the image problem was isolated to a defective charged coupled device unit. Furthermore dents were identified on the outer tube due to improper handling or external force. The review of the device history records for the affected lot or serial number was performed without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The image defect was isolated to a defective charged coupled device unit (ccd). The exact cause of the defective ccd is cannot conclusively be determined, however, based on previous investigations, the defective charged coupled device unit can potentially be attributed to: - unacceptable tension in the area of the ¿ccd w holder¿ assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer ¿c-holder to bumper sleeve. - unacceptable tension in the area of the ¿ccd w holder¿ assembly due to an asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. - pre-existing damage to the ¿ccd w holder¿ assembly due to using a suboptimal adhesive device. Several changes were implemented including, optimization of the bumper sleeve bonding and the alteration of jigs. Olympus will continue to monitor the field performance for this device.